Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 5035845. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7017559.

Event description:
It was reported that stimulation was no longer adequately managing the patients pain despite good coverage in the targeted pain areas. Reprogramming attempts, medication changes, blocks and radio frequency ablation (rfa) treatments were not successful in covering the patients pain. The patient underwent an explant procedure to remove the implanted devices in order to seek other treatments and to get a magnetic resonance imaging (MRI) scan. Patient fully recovered post-operatively.